Event description:
User received discrepant troponin t results for one patient sample. Sample type is plasma drawn in a 13 x 75 lithium heparin bd sample tube. Original and repeat results were run from the primary sample tube. Original result gave 0.268 ng/ml and was accompanied by an "h" data flag alerting the user the result was outside the expected value for the assay. The sample was repeated twice giving 0.013 and 0.019 ng/ml. User said they monitor high troponin t results to check if results match previous results for the same patient and the repeat troponin t results matched previous results for this patient, so they believed the original result of 0.268 ng/ml to be the incorrect result. Original result was not reported and patient not adversely affected. Troponin t reagent lot 15536801. The field service representative found a worn static brush and broken sample disk finger. He replaced sample disk and static brush. He ran performance tests with acceptable results.

Event description:
It was reported that during repair, an unknown liquid was found inside the device. There was no patient involvement or adverse consequences related to this event.

Manufacturer narrative:
Calibration, control recoery, and instrument message history do not indicate a problem. Performance tests were performed and within specification. Information provided indicates a possible reason for the event was a centrifugation time that was too short. The falsely high results were not reported outside the lab.